Event description:
Ethicon circular stapler misfired during procedure - leaving behind the second "donut" slightly attached to inside the rectum which the surgeon had to manually recover with the colonoscope and endo jaw forceps. Ethicon rep. Called. Clinician was calling rep to report. We bagged the stapler with anvil and kept box to give to rep for further investigation. Surgeon checked anastomosis by air leak test and scoping to visualize the staple line. Anastomosis tissue sent with the specimen to pathology.